Event description:
During a left atrial appendage occlusion procedure with an amulet device, suspected clot on the implant in the left atrium on transesophageal echocardiogram (tee). Successfully withdrew the implant and sheath back across the atrial septum and out of the body. The system was inspected& the team and determined to have a fine, fibrous, white, wiry foreign object loosely attached to the implant (not a clot). The patient was heparinized and maintained a therapeutic act during this procedure. The implant was removed from the table & a new device was obtained.